Manufacturer narrative:
The lens remains implanted. (B)(6). (B)(4). Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) which had been implanted in the sulcus of the left eye, due to complications during the cataract procedure, was decentered and required repositioning. The intraocular lens was repositioned in a secondary procedure on (B)(6) 2017. The patient's visual acuity is slowly improving. Uncorrected visual acuity day 1 post-operative: 0.16; best corrected visual acuity recorded (B)(6) 2017: 0.85 w. +0.5 -0.5 x 35° the patient has a follow-up appointment on (B)(6) 2017. No additional information was provided to abbott medical optics.